Event description:
It was reported that the patient experienced leg pain following an implant procedure. It was noted that the leads had migrated as confirmed via x-ray. The patient underwent a procedure to revise the leads, however during the procedure, cerebrospinal fluid (csf) was leaking from the midline incision. The physician opted to explant the leads and the patient was doing well postoperatively. The explanted leads were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: 7132369.